Event description:
It is reported that a revision surgery has occurred. The reason for the revision is not known.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer, inc., which markets the device in the u.s. No product was returned for eval. Review of the device history records was also not possible as the item numbers and/or lot numbers were not provided. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l info be received that changes this conclusion, an amended medical device report will be filed. Zimmer considers the investigation closed. (B)(4).